Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, b.6, g.2, h.6.

Event description:
Patient reported "rupture" and "feels like it's flattened, looks a little flatter, and encapsulated itself". Later, healthcare professional reported "rupture" and "calcifications" diagnosed via mammogram. Later, healthcare professional reported "waterfall deformity and asymmetry of nipple position and breast shape". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" and "feels like it's flattened, looks a little flatter, and encapsulated itself". Later, healthcare professional reported "rupture" and "calcifications" diagnosed via mammogram. This record is for the left side. Device was explanted and replaced.